Event description:
Complainant alleged that during functional testing, the device prompted a ¿unit failed¿ message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a faulty transistor on the analog board. Analysis for reports of this type has not identified an increase in trend.